Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A visual inspection was performed with no issues noted. Functional testing included leak testing, clear passage test and clamp function test with no issues noted. The reported condition was not verified and device met specifications. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had a leak from a twist clamp of a uv flash transfer set during priming of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.